Manufacturer narrative:
H3: one device was received for evaluation. The service history of this device showed that the device had not been serviced for the past 12 months. The reported issue was confirmed through visual testing as the downstream occlusion (dso) seal was delaminated. Further inspection found a delaminated upstream occlusion (uso) seal and nicked air detector. The dso/uso seals were replaced and calibrated. The air detector was also replaced. A performance verification testing (pvt) was performed, and the device passed all testing criteria. Software was updated and the device was reset to standard configuration.

Event description:
It was reported that the device had a bubbled/damaged downstream occlusion (dso) seal. There was no patient involvement.